Event description:
It was reported that the 2800 system gave an error code and had to be rebooted to continue the procedure. The 2800 system also had an image reverse horizontal without action by the technician. The reverse button was pushed twice to correct the image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ip pcb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.